Event description:
The account alleged the nurse call is not functioning. No injury reported.

Manufacturer narrative:
The technician found the communication cable was not connected to the nurse call system. The technician connected the communication cable to the nurse call system to resolve the issue.